Event description:
It was reported that this right ventricular (rv) lead exhibited pacing rate not as expected, therefore the patient underwent additional surgical intervention to revise the rv lead. The rv lead remains in service at this time. No additional adverse patient effects were reported.